Event description:
It was reported that 4 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, thrombosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention stenosis of 80% was reported. A 3.0x20mm taxus stent was deployed at 20 atm in the mid rca. "Successful direct stent placement" in the rca was noted. It was not reported that the stent was post-dilated. A post-interventional residual stenosis of 0% with timi iii flow was reported. The pt received heparin during the procedure. Complications were reported as "none." Four days after the initial procedure, the pt underwent dialysis and "developed severe chest pain and an acute inferior wall myocardial infarction consistent with stent thrombosis." The pt was transferred for emergency cardiac cath. Angiography "confirmed a total proximal occlusion of the rca consistent with acute stent thrombosis." The pt reportedly had a baseline act of 189. Heparin and integrilin were administered and the act was increased to 333. A thrombectomy was then performed using a non-boston scientific thrombectomy catheter. Following extraction of the thrombus, "angiography revealed timi iii flow in the vessel with a focal lesion within the stent." The pt subsequently "developed severe reperfusion arrhythmias with multiple recurrent attacks of ventricular fibrillation requiring defibrillation several times." The pt improved with the administration of amiodarone and lopressor. After the pt's rhythm "stabilized," a 3.5x24mm taxus drug eluting stent was deployed at 14 atm in the rca. Final angiography revealed timi iii flow with 0% residual stenosis. The pt was "transferred to the intensive care unit for post-procedural mgmt." "Successful repeat rca ptca (percutaneous transluminal coronary angioplasty) with stent placement was noted."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch is unk, the shop floor paperwork could not be examined.